Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited something like fibers is coming out from the water supply nozzle. The issue was discovered during service / maintenance. There were no reports of patient involvement.